Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the reported issue was able to be confirmed. The pole clamp did not work properly. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a pole clamp that could not tighten or loosen. There were no reported adverse events.